Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) superseded by mdd CAPA-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr revision; asr resurfacing - right hip; reason(s) for revision: infection (tested and positive culture confirmed). Update: 1 june 2015; updating surgeon's name. Adding patient height, weight, bmi, activity level. This information was requested as out of CAPA. Also attached is medical notes and microbiology reports in (B)(6). Taken from reply to 2nd request for info (B)(6) 2015. (Pd 1 june 2015). Update rec'd 26 june 2015 - patient's translated medical records were received. Records were reviewed for MDR reportability. According to the medical records the patient had elevated cobalt and chromium levels. At this time the patient's cup and head are being reported. The complaint was updated on: 07/14/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us.